Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated there is crack in the upper right hand corner of the display and it got bigger, about half an inch long. Customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no motor heating up noted during our testing. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip and stained address serial number label.